Event description:
New information received indicated patient was seen in clinic for follow up. No intervention was performed and will further be monitored. The patient was stable.

Manufacturer narrative:
Correction for additional information received on b5.

Event description:
It was reported that high pacing impedance and high capture threshold were noted on the left ventricular (lv) lead. No intervention was performed. No patient symptoms were reported.